Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report and the reported accident appear to match the damage found. This is a final report.

Event description:
While on a trip the patient heard strange noises coming from the implant and then she was no longer able to hear with the device. The patient was re-implanted. As per the information from the device explantation report form, the patient had a trauma before the reported drop in hearing and also a damage to the housing was found prior to device removal.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
While on a trip the patient heard strange noises coming from the implant and then she was no longer able to hear with the device.